Event description:
A customer contacted beckman coulter (bec) reporting that there was a "small" leak from an unknown source in the closed tube aliquoter (cta) in the unicel dxc 600i synchron access clinical system. The customer stated that a white precipitate formed below the peri-pum tubing and drips were also observed from the tubing itself. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat and goggles at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the wash buffer supply line going to the active wash station was very loose, causing wash buffer to leak. The fse replaced the active wash station. The fse also inspected the waste peri-pump tubing and found a hole in the tubing and the peri-pump rear rollers on the pump head were not turning. A new peri-pump was ordered and replaced upon arrival. Repairs were verified. The failure mode is related to loose tubing connected to the active wash station. (B)(4).